Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that customer experienced hyperglycemia. Customer's blood glucose level has been 4 mg/dl to 700 mg/dl and the other blood glucose level was from 7 mg/dl to 13 mg/dl. The insulin pump will not be returned for analysis.